Event description:
A customer reported experiencing a cartridge alarm 20 issue during the load process, with previous occurrences of cartridge alarms with consecutive cartridges. There was no impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.